Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received an inaccurate fill estimate. The customer was unable to remember the details pertaining to the reported event. Due to the issue occurring in the past, the customer was unable to complete troubleshooting. Reportedly, the customer's blood glucose (bg) level was elevated in the 200's (mg/dl); however, the customer was unable to provide a bg value. Recommendation was made for the customer to call when the issue is occurring so further troubleshooting can be done by tandem technical support. The customer acknowledged the information.